Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, based on the results of the investigation, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip, and capacitor, mounted on the electric circuit board had a defect. A definitive root cause could not be determined. The instruction manual operation manual, ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested. Olympus will continue to monitor field performance for this device.

Event description:
It was an unspecified therapeutic procedure. The device was inspected before use. The procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.